Event description:
It was reported that during a sleeve gastrectomy procedure that first two firing worked fine. On the third firing had a hard closing the jaws. He continued to try to close the jaws, so they took the stapler out and inspected it. Upon inspection, the reload was not being held down in the crotch of the jaws. You could push on the tip of the reload and it would cause the back of the reload to come out of the jaws. On the second device that was used, it broke as well. When he clamped down on the tissue, he had a hard time closing the stapler again, so he moved the stapled over to a different location and had no problem closing the stapler. He moved back to the staple line where he needed to fire and was finally able to get the stapler to close. He was able to complete the firing of stapler. The staple line looked good however upon inspection of the stapler during the reloading process, we noticed the anvil was bent up. This is when he got the third device that completed the firings on the stomach. The surgeon stated that he was stapling through a tumor. Surgeon does not feel the stapler failed in any way. Stated it was like stapling through a rock. There were no adverse consequences for the patient. Buttress was used on all but two of the firing, slr. The patient has not been exposed to chemotherapy or radiation.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2023. Date of event: unknown, assumed first day of month that complaint was reported. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023 d4: batch # 209c31 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 209c31, and no non-conformances were identified.